Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and instructed to call back if any malfunction code reappeared, which was acknowledged and understood.